Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated, revealing the bearings were nearly seized due to an unknown contaminate. If the bearings are not allowed to rotate freely, heat can generate due to excessive friction among rotating components. The drill attachment could not be repaired, and therefore was not returned to the user facility.

Event description:
It was reported that during a lumbar decompression procedure, the drill attachment heated up. Backup equipment was used to complete the procedure, w/o causing a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.